Manufacturer narrative:
This report is filed on (B)(6) 2018.

Event description:
Per the patient's surgeon, the patient experienced infection at implant site resulting in the decision to explant the device on (B)(6) 2018. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on november 29, 2018. (B)(4).